Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/04/2020. Additional h3 investigation summary: unopened samples of product code j494, lot mmz418 were returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mmz418 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many devices were involved in this single procedure? 3 of 12. When did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? During procedure. Name of the procedure? Was not provided this information. Date the event occurred? Was not provided this information. Initial procedure date was not provided this information. Note: events reported via mw # 2210968-2020-01026, 2210968-2020-01027.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture thread came out of the needle during use. There were no patient consequences reported.